Event description:
Baclofen pump was inserted in my (B)(6), 3 months after brain injury. As a result, her body has started growing around the pump causing back bone to curve, right side where pump is located to tighten up, unable to get into sitting because it lays on rib cage and hip bone. When she left (B)(6) hospital, it was at 497mg. Her respiratory was depressed, had to be on monitor, was in vegetative state, highly medicated. Vanderbilt started taking the pump rate down it's at 134mcg now. She walks in gait trainer, goes to school, uses her arms, to play and very aware of what's going on around her. Her body was way too small. It's caused more problems than she had. They didn't give her brain time to heal before seeing if she really needed it. I see it's not been studied under 4 years so how can they pretty much force me to put in? Because of her age, can't find a doctor to remove it.